Manufacturer narrative:
(B)(4): no patient injury was reported, endoleaks are labeled in the IFU. Imaging was provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warning/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Three images were returned to assist in this investigation. We were unable to classify the suspected endoleak based on the imaging returned. A full angiography run would aid in determining the type of endoleak but was not provided. One of the three images indicates that there may be lumbar arteries feeding the aneurysm. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2011, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for the procedure and the procedure was conducted as labeled. When advancing the sheath, the deployed contralateral iliac leg graft was pushed and became rather kinked. The kink was solved by additional placement of another iliac leg graft (1820334-2011-00089). The final angiography confirmed type IV endoleak. It was determined as type IV from the timing and the multiple sites of leakage. The atc was 220. The physician decided to take a wait and see approach for the leak. The patient is doing fine after the procedure.